Event description:
It was reported that during an arthroscopy, the second staple of the fast-fix curve did not deployed into the guide. The implant was not left in the patient. An additional hole was needed for the back up device. The quality of the patient's bone was weak. The procedure was successfully completed using a smith and nephew back up device and there was no surgical delay reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on this limited information, it is unknown if the IFU for the fast-fix flex was adhered to and a definitive clinical root cause cannot be concluded. Patient impact beyond the reported non-deployment of the 2nd staple and new hole with use of a back-up device cannot be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.